Event description:
It was reported the patient was in the emergency room (ER) for chronic abdominal pain along with nausea. It was stated the therapy change was not sudden and the patient had on-going issues. It was noted the patient had been in the ER multiple times (dozens of visits) due to ¿diabetic, non-compliance, nausea, vomiting, and drug addiction issues.¿ the following day, it was stated the patient was hospitalized and was being treated. It was stated the healthcare provider (hcp) believed the device was ¿overactive¿ and needed to be turned down ¿a bit.¿ a programmer was requested so that the hcp could adjust the device. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information received indicated that the patient did not experience nausea.